Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) partial lead was returned in segments and no anomalies were found. However, it was noted that the distal conductor was cut, the defibrillation conductor was cut, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the outer insulation was breached cut, there was an exposed defibrillation coil with white substance, there was a white substance on the outer insulation and ring electrode, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.